Event description:
Reporter indicated that vns pt had passed away. Treating physician indicated that the pt died from respiratory/cardiac arrest following a seizure while hospitalized. The pt was receiving vns therapy at the time of death. No autopsy was performed. There is no evidence at this time that the ncp system caused or contributed to the reported event.